Event description:
The customer was hospitalized for high bgs. It was stated that the customer was released four hours later. The customer changed the set and site every three days. The lead screw was dirty. The programming on the pump was correct. The pump passed the functional testing.